Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo any confirmation test". The patient's past medical history included fibroids. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), tooth loss ("dental problems kept on losing teeth"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast infection"), fatigue ("fatigue - tired all the time"), weight increased ("weight gain"), abdominal distension ("bloating") and alopecia ("hair loss on the sides and the back it was thinning"). In 2010, the patient experienced mood swings ("mood swings") and mood altered ("moody"). In 2012, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with alprazolam (xanax), betamethasone valerate (betamethason) and surgery (in (B)(6) 2014, partial hysterectomy supra cervical hysterectomy (uterus only)). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, uterine leiomyoma, back pain, menorrhagia, mood swings, vaginal haemorrhage, eczema, migraine, headache, tooth loss, vaginal discharge, fungal infection, fatigue, weight increased, abdominal distension, alopecia and mood altered outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, eczema, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, tooth loss, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received: patient¿s date of birth, height and weight were provided; essure was removed in (B)(6) 2014. Events mood swings, moody, abnormal bleeding, abnormal vaginal bleeding, eczema, migraines, headaches, dental problems kept on losing teeth, vaginal discharge, yeast infection, fatigue, weight gain, bloating, hair loss on the sides and the back it was thinning, did not undergo any confirmation test were added. Treatment drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectotny to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, uterine leiomyoma, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia and uterine leiomyoma to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 626979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo any confirmation test". The patient's medical history included fibroids. In 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), tooth loss ("dental problems kept on losing teeth"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast infection"), fatigue ("fatigue - tired all the time"), abdominal distension ("bloating") and alopecia ("hair loss on the sides and the back it was thinning") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced mood swings ("mood swings") and mood altered ("moody"). In 2012, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), back pain ("severe back pain") and heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with alprazolam (xanax), betamethasone valerate (betamethason) and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, uterine leiomyoma, back pain, heavy menstrual bleeding, mood swings, vaginal haemorrhage, eczema, migraine, headache, tooth loss, vaginal discharge, fungal infection, fatigue, weight increased, abdominal distension, alopecia and mood altered outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, eczema, fatigue, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood altered, mood swings, tooth loss, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2014. Discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Pregnancy test - on (B)(6) 2008: negative. Lot number: 626979, manufacturing date: 2008-04, and expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 626979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo any confirmation test". The patient's medical history included fibroids. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), tooth loss ("dental problems kept on losing teeth"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast infection"), fatigue ("fatigue - tired all the time"), abdominal distension ("bloating") and alopecia ("hair loss on the sides and the back it was thinning") and was found to have weight increased ("weight gain"). In 2010, the patient experienced mood swings ("mood swings") and mood altered ("moody"). In 2012, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), back pain ("severe back pain") and heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with alprazolam (xanax), betamethasone valerate (betamethason) and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, uterine leiomyoma, back pain, heavy menstrual bleeding, mood swings, vaginal haemorrhage, eczema, migraine, headache, tooth loss, vaginal discharge, fungal infection, fatigue, weight increased, abdominal distension, alopecia and mood altered outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, eczema, fatigue, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood altered, mood swings, tooth loss, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2014 discrepancy noted in essure insertion date: (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Pregnancy test - on (B)(6) 2008: negative.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Lot number, reporters, lab data and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.